Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was not detected on bus. A field service engineer (fse) reported that the customer experienced issues with auxiliary drawers 3.1 and 3.2 not being detected on the bus. Upon arriving onsite, it was confirmed that auxiliary drawer 3.1 was functioning properly, while auxiliary drawer 3.2 was not detected and not operational. Further investigation revealed that the drawer controller board and retractor on auxiliary drawer 3.2 were defective. Both components were replaced, after which auxiliary drawer 3.2 functioned properly. The station and auxiliary drawer were verified to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1 and 3.2 not detected on bus and unable to recover. The customer checked back panel, and verified all wires connected, still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.